Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll w/ndl 18x1-1/2 blunt fill had foreign matter. The following information was provided by the initial reporter: material # 305060 batch # 5023149 verbatim: rcc received a complaint via email. Email(s) attached. Went to mix ampicillin; upon drawing up sterile water to mix in the ampicillin, a small circular particle was noted to be floating the fluid filled syringe. Site believes the debris came from the vial of water product#: 305060 lot#: 5023149.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.